Manufacturer narrative:
The customer has indicated that the electrode pads were discharged and will not be returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the electrode pads would not allow the associated defibrillator to discharge. The clinician reportedly attached another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.